Event description:
The sapphireww study indicated that subject 156-064 expired five months after undergoing angioplasty/stenting procedure of the carotid artery. The cause of death was not known.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.